Event description:
It was reported that pump will not recognize cassette. The results of the investigation found that the device had a torn downstream occlusion (dso) seal and a failed dso sensor. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal, a defective dso sensor. The dso seal and sensor were replaced to fix the issue.